Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery; the customer had changed her sites five times in the past two days. The patient's blood glucose at the time of the most recent no delivery incident was 286 mg/dl. Troubleshooting was initiated for the no delivery issue. The customer resolved the event by changing the infusion set and reservoir and resuming insulin pump therapy. One infusion set and reservoir was returned for analysis and three replacement infusion sets and reservoirs were shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.